Event description:
Additional information received reported that the patient had ¿adverse symptoms.¿ it was then noted that ¿recently¿ he had a new pump installed (as previously reported) ¿but the catheter quit working and had revision two weeks later for new pump and catheter.¿ he ¿had been in withdrawal for that time as the clinic refused to listen.¿ it was then noted after two months of fentanyl and clonidine ¿might be bupivacaine¿ the patient had increased pain and a metallic taste in his mouth. It was unclear what the two months was in relation to. The pump was ¿checked¿ and ¿they said all was well.¿ it was noted that the metallic taste ¿got better¿ but had returned. The patient had an MRI (magnetic resonance imaging) ¿to check for globulus¿ and ¿none was found." Additional information received reported that the patient did not have any additional surgery. There was only one new pump. The only surgery done one week after the pump replacement was the catheter revision, the patient was mistaken.

Event description:
The patient reported that he recently had his pump replaced because his battery wore out. The patient stated that he started having ¿some real bad adverse reaction the day after the surgery¿ and they had a lot of pain. The patient went back to the ER and was given toradol and was sent home. The patient though that ¿it was just the side effects from the anesthetic or side effects from the antibiotic¿. The patient stated that when he initially got out of surgery he was on two percocet 5 325¿s every four hours and they were controlling everything ¿halfway decent¿. The patient stated they put him on percocet 10 every six hours instead of four hours because he was still having a lot of pain. The patient stated he was having drug withdrawal symptoms; he had restless leg syndrome and had frequent urination. The patient had a urinary test done that revealed there was no infection in the bladder or the kidney. The patient stated that he had a lot of problems with edema in his legs for years; that it never went away, and he thought it was partially because of the pump. The patient stated that ¿it was completely gone¿. It was unclear what this meant. They further noted that the edema had been a constant his life for several years, especially in the right leg, though both legs were pretty severe. They had little swelling around the ankles. Their pain was noted to be ¿off the charts¿. Within an hour and a half, the effects of percocet 10 wore off. The patient stated that he could not sleep. The patient stated that he was worried the catheter may have ¿worked loose¿. The patient stated that when their healthcare provider checked the pump it was functioning properly, but the patient did not think that the drug may not be delivered to the spinal column; that it may be just draining into his system. The patient stated that he ¿can¿t function hardly¿. The patient was not getting any relief from the pump whatsoever. The medications used within the system were dilaudid and clonidine. It was later reported that a catheter study was to be performed tomorrow. The following day it was reported that they were getting ready to perform a dye study. The pump logs were checked and there were no stalls. The pump looked like it was ¿fine¿. It was later reported that the patient¿s symptoms included weight loss, inability to sleep, and sweats. The residual volume was not checked by the doctor. There were no catheter issues found during the x-ray. No further troubleshooting was performed at the time of the report. The patient was noted to be doing the same. The same day, it was later reported that a sutureless connector ¿would not come off¿. It was later noted that they ¿got it off¿ but ¿it was not salvageable¿. They were going to check for catheter patency, but the results were not reported. The same day, it was later reported that the pump was functioning normally with no failures or alarms noted in the logs. An ¿unknown¿ catheter occlusion was reported. After the patient¿s replacement surgery on (B)(6) 2013, the patient was treated with steroids and oral pain medication. They were seen in the pain clinic for wound check on (B)(6) 203013. At that time, the patient did not indicate any withdrawal symptoms at that time. On (B)(6) 2013 the patient called the office reporting polyuria, increased pain, and the sense that ¿something was not right¿. The patient went to the ER at that time. On (B)(6) 2013, the patient¿s physician performed a catheter access study and was unable to aspirate. On (B)(6) 2013, the pocket was opened and explored. The sc catheter connector was not easily disconnected from the pump and no csf could be aspirated. No flow was observed after disconnecting the catheter from the connector. A new catheter was placed. The old catheter was left in place and tied off in the pump pocket. The patient experienced underdose symptoms. Their outcome was noted to be alive and without injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID neu_unknown_cath, lot# unknown, product type catheter. (B)(4).